Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited one episode of non sustained right ventricular oversensing due to post-sensed t wave oversensing. The physician did not make any programming changes and would continue to monitor the patient. No further post-sensed t wave oversensing episodes were observed. Patient was stable.